Event description:
Healthcare professional reported left side rupture, silicone perspiration, pain, and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Please see esg ticket # (B)(4) regarding submission of this medwatch. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone perspiration, and rupture.